Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, a correction injection was delivered to address bg. Customer received third party assistance from their home health care nurse, who assisted in changing the customer¿s infusion set. Recommendation was made to consult with a healthcare provider regarding diabetes management.